Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original box. The returned device matches with upn provided by the customer. The balloon was carefully inspected and it did not show visual defects, it was in good condition. The catheter of the device was carefully inspected and no damages were found. The balloon was inflated, also deflated during the 25 second according to directions for use without problems. No issues were noted with volumes. There were no leaks, holes or pin holes noted and the balloon was able to hold the pressure.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the moderately tortuous and mildly calcified aorta. A 27/7/2/100 equalizer balloon catheter was advanced and inflated for dilatation. However, upon deflation, the balloon depressurized but could not be deflated. The device was pulled inside the sheath and was removed. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the moderately tortuous and mildly calcified aorta. A 27/7/2/100 equalizer balloon catheter was advanced and inflated for dilatation. However, upon deflation, the balloon depressurized but could not be deflated. The device was pulled inside the sheath and was removed. The procedure was completed with another of the same device. No patient complications nor injuries were reported.